Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient was experiencing a "thumping in the left side of the stomach - just like when it (the left ventricular lead) was implanted - when laying down." Follow-up with the physician's office revealed the patient was experiencing diaphragmatic stimulation. The lead was reprogrammed, which resolved the issue, and the lead remains in use. No further patient complications have been reported as a result of this event.